Event description:
It was reported that this patient received an inappropriate shock due to cardiac oversensing while they were asleep. This shock successfully converted the patient's arrhythmia to a normal amplitude. It was recently reported that the patient's system was programmed off and the patient was discharged with a life vest. No additional adverse events were reported at this time.

Event description:
It was reported that this patient received another inappropriate shock which was resulted from oversensing. A boston scientific technical services consultant recommended troubleshooting and provided programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.